Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered significant harm, conscious pain and suffering, physical injury and bodily impairment resulting in permanent physical deficits, permanent impairment and other sequelae likely to continue manifesting in the future. No additional information was provided.